Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One catheter was returned for review. Visual inspection of the sample confirmed a crack in the luer (hub) that would result in leakage. Several complaints for this part number have previously been received regarding a cracked hub resulting in leakage, and CAPA 2021-039 was initiated to address this issue. The CAPA is currently in the implementation phase and will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue.

Event description:
Nurse noticed fluid accumulating in the microclave attached to the extension. Dressing removed and extension changed. When PICC flushed, nurse noticed ns spraying out of cracked hub of PICC. PICC removed and piv inserted. (Insertion date: (B)(6) 2022).

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Nurse noticed fluid accumulating in the microclave attached to the extension. Dressing removed and extension changed. When PICC flushed, nurse noticed ns spraying out of cracked hub of PICC. PICC removed and piv inserted. (Insertion date: (B)(6) 2022)